Manufacturer narrative:
. Imdrf code f1001 captures the reportable event of absence of treatment imdrf code a0401 captures the reportable event of .

Event description:
It was reported to boston scientific corporation that over stitch sutures were used during an esg procedure performed on (B)(6) 2024. During the procedure, the doctor changed 6 sutures, and the 6 sutures were ripped so he was obliged to stop the procedure. The procedure was cancelled. No patient complications were reported as a result of this event.